Manufacturer narrative:
On 10/25/2015, tandem technical support followed up with customer, and the customer indicated that bg levels were returning to target and were currently at 170mg/dl. The customer will continue to monitor bg levels. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose (bg) value of 347mg/dl. The customer treated, by changing out the site, and administered a correction bolus with the assistance of tandem technical support